Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that patient's surgical wound is not healing. One month after implantation a revision surgery was performed to restore the skin flap, but it had not succeeded. Re-implantation is being considered.